Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an adverse event occurred. The sensor was inserted onto the arm on (b)(6 2025. According to the reporter, on 01/05/2026, the patient experienced hyperglycemia with thirst, nausea and vomiting. On (B)(6) 2026, the patient was hospitalized, with severe hyperglycemia (over 500 mg/dl) while using the pump and dexcom app. The patient was treated with intravenous insulin. At the time of the report the patient was fine. A review of app performance data shows that the patient's high alert was enabled and set to 250 mg/dl with the audio set to sound and the snooze feature disabled. At 1:30 pm on january 05, 2026, the patient's estimated glucose levels exceeded the user high alert threshold and the app delivered a high alert at partial volume (95%) with an egv of 264 mg/dl. The app continued to deliver high alerts at partial volume every five minutes until the alert was acknowledged at 1:52 pm, at which point the patient¿s egv had reached 325 mg/dl. The patient¿s egvs continued to rise thereafter, reaching high (greater than 400 mg/dl) at 2:50 pm. The patient¿s egvs remained at high for several hours, and another high alert with partial volume (75%) was delivered at 5:46 pm; this alert was acknowledged immediately. The high readings continued thereafter and stopped only when the sensor eventually failed at 10:05 pm that night. The app delivered a sensor failed alert at partial volume (75%) at this time which was acknowledged three minutes later at 10:08 pm. The failure occurred on the tenth day of the sensor session. A new session was started the following morning, at which point the patient¿s egvs were still reading high. They eventually dropped back into target range around midnight on january 07, 2026. The reported complaint is undetermined. Although the patient¿s wearable was found to have failed on the alleged incident date, performance data shows that the patient¿s alerts had been above the high alert threshold for many hours prior, and the associated alerts were acknowledged. The root cause of the hyperglycemic event could not be determined. No additional patient or event information is available.